Event description:
It was reported that the pump touch screen was cracked and unresponsive. It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer had not consumed carbohydrates yet, causing the low blood glucose level. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method in insulin therapy.